Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's device was alarming motor error alarm. The customer's blood glucose level was reported to be 222mg/dl. Troubleshoot was reported to be conducted. It was reported that the device would be replaced and returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, cracked battery tube threads, a case cracked at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.